Event description:
The customer stated that the reservoir leaked insulin past both o-rings. The customer stated that his blood glucose levels continued to rise even after he bolused with the insulin pump and that is when he noticed the reservoir leaking. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.